Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01445355 product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4). Note: manufacturer contacted customer on 1/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer did not want to answer any questions and was upset to be called asking about her condition.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 305 and 382 mg/dl. The customer's expected fasting range is anywhere below 300 mg/dl. During the call on (B)(6)2017, the customer stated she was feeling nauseous and weak and felt it was related to her diabetes. Customer declined to seek medical attention and stated she had medication to take. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 367 mg/dl and 300 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/26/2017 and open vial date at time of call is no more than one week. Customer takes toujeo and humalog to manage her diabetes. Customer stated she has not had any recent changes in her daily routines such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: 334mg/dl (B)(6) 2017 08:08 am fasting:yes; 305mg/dl (B)(6) 2017 06:30 pm fasting:yes; 382mg/dl (B)(6) 2017 06:30 pm fasting:yes; 411mg/dl ((B)(6) 2017 07:00 am fasting:yes; 440mg/dl (B)(6) 2017 07:00 am fasting:yes. Memory concerns:all readings are of concern.